Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the very mildly tortuous and mildly calcified proximal to mid left anterior descending artery (lad). A 20x3.00 omega stent delivery system, a non-bsc 6f 3.5 guide catheter, and a non-bsc j-tip guide wire were selected. "They didn't succeed to lead the stent into lad and when they wanted to pull it back it stayed there. They could pull it out with a different stent." No further patient complications were reported and the patient has been discharged in optimal medical condition without any complaints. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was not returned for product analysis. There was contrast in the inflation lumen and blood on the shaft and in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. There were numerous kinks throughout the hypotube. The exit notch was twisted. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was further reported that the device stay in the vessel/lesion.